Event description:
The advocate stated her husband received a blood glucose reading of 287mg/dl on the breeze2, re-tested on a different meter and the reading was 127mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. A new kit and strips were sent to the customer.